Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen was cracked and became nonresponsive after a shift, resulting in inability to operate the device; the patient transitioned to multiple daily injections and continued viewing blood glucose via the connected mobile app. Symptoms included no adverse clinical effects and blood glucose remaining within the normal range. Outcomes included temporary interruption of device use and reliance on alternative therapy without clinical sequelae. Investigation included device history and complaint review, user education on shutdown procedure and data syncing, and logistical actions for replacement and return. Investigation of this device revealed physical damage to the display component consistent with external impact, with no indication of internal malfunction or alarms, and no data transfer to the replacement as expected by design. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.